Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator unit and subsequently underwent revision surgery on (B)(6) 2014 to have the device explanted. During the same surgery, the patient was reimplanted with a new device.

Manufacturer narrative:
(B)(4).